Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a suspend issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/16/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: no defect found. Unable to duplicate the complaint. Pump powers on with audible and vibratory sounds. A rewind, load and prime sequence were performed with no issues. Pump was exercised for a 24hr duration period; no self-suspending occurred during this time period. No hypersensitive keys were observed on keypad. Pump was able to be manually suspended and manually resumed with no issues. Returned battery cap/returned cartridge cap used to complete testing.